Event description:
Pt undergoing a 2 - 3 hour MRI (lumber spine) under general anesthesia. Prior to scan, skin was cleaned w/alcohol and dried, and electrodes placed for ECG monitoring. The clips of the leads were secured about the buttons of the electrodes. Two washclothes and 1 small sponge were placed on the pt's chest below the lead lines that extend from the clips to avoid line contact with skin. The ECG cable line was extended down the pt's left leg & secured. No slack in cable lines was apparent and there was no contact between the cable & the bore. Scan began at approx. 8:40 am. During the first hour, pt was pulled out of the MRI and all leads and electrodes checked. 15 min. Before exam completed, signal was problematic & pt pulled & checked. A black burn was evident on top of the electrode, lateral to the button. Three burns were evident beneath each electrode. As it was critical the scan be continued, new leads and electrodes were employed with frequent checking of the leads/electrodes for warmth & integrity. With the last scan, which was for 10 minutes & 34 seconds, three add'l nickel-sized burns were evident after approx. 11 minutes. With initial burns, three clips were inspected and showed signs of melting.